Event description:
It was reported that "rjh just had a liner revision on a 77yr old male patient approximately 1yr after his primary tka and the cr 4/9mm insert was broken."

Manufacturer narrative:
Reported event: an event regarding fracture and wear involving a triathlon insert was reported. The event was confirmed. Method & results: product evaluation and results: the damage present on the posterior portion of the condyle was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching and third body indentations; which are common damage modes of uhmwpe. Material analysis: not performed as visual inspection provided no indication that the event was a result of a material integrity issue. If further information becomes available additional testing will be performed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture and wear of the insert. The damage present on the posterior portion of the condyle was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Device noted as returned. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that "rjh just had a liner revision on a 77yr old male patient approximately 1yr after his primary tka and the cr 4/9mm insert was broken."